Event description:
It was reported that pepgen p-15 putty was used simultaneously with implant placement in the maxilla with bone quality type iii and fair oral hygiene. The patient also has a history of bruxism. The osteotomy was prepared via drilling and healing was subgingival. The implant did not osseointegrate and had signs of mobility, progressive bone loss, occlusal overload, and infection upon explantation approximately seven months post-placement, during the healing phase and prior to functional loading. The doctor indicated, "this is the fifth of six implants placed for an immediate upper syncone denture - not intentionally loaded, however, clencher and I feel occlusal trauma from denture played a large factor - I also feel she will lose the sixth - a CT is being taken to evaluate loss." It is not clear if the graft was integrating with the surrounding vital bone or if it also failed with the implant.

Manufacturer narrative:
Failure of bone grafts to osseointegrate is an inherent risk of the procedure, although uncommon. Other variables, beyond product not performing to specifications or being non-sterile, to consider in a differential diagnosis would be patient health and social history (which appear to be unremarkable other than bruxism, though the implant was not loaded), site preparation trauma (heat or pressure) resulting in necrosis or scarring and fibrosis, insufficient primary stability (secondary to bone quality and/or excessive preparation of the osteotomy and quantity of maxillary ridge below the maxillary sinus) of the implant resulting in micro or macro movement and subsequent fibrous integration, individual grafting techniques, and post-operative complication (e.g. Infection). In this instance, occlusal clenching was determined to be significant from the information provided, although it is not possible to definitively determine if the implant, graft technique, patient compliance, post-operative complication, etc. Was the etiology of failure. However, because a second surgery was required to remove and/or replace the implant and graft, this event meets the criteria for reportability per 21 cfr part 803. The implant loss will be reported via asr, as appropriate. The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review.